Event description:
The gastrointestinal videoscopewas returned to the service center with a report of "drainpipe is difficult to flush". This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was noted in where white foreign material in the jet tube (j-tube). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the white foreign material in the jet tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.